Event description:
It was reported that there was an impurity between the foil and the product. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
If implanted; give date: not applicable as the viscoelastic is not an implantable device. If explanted; give date: not applicable as the viscoelastic is not an implantable device. Email address: unknown; not provided. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.